Manufacturer narrative:
Evaluation summary: one used forcefx-8cs generator was received, and examination of the sample confirmed an issue with the rem alarm system. Testing of the device found the upper rem range is exceeded before the device will alarm. The investigation isolated the issue to the calibration of the rem, but a root cause could not be identified. The probable root cause could not be determined based on the information provided. The rem was calibrated to address the condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during setup, it was found that the rem alarm limit for the generator was above specifications. The device did not alarm when the limit was exceeded. There was no patient involvement.